Event description:
Info received from the field does not address the pt's clinical status but notes a fluoroscope image showing lead damage. Chest x-rays showed an insulation disruption in the lead. There was no detection of noise or sensing issues. The physician did not feel pt injury was a concern and therefore the lead remains implanted.